Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 32mmol/l. It was reported that the customer woke up with high blood glucose levels that morning, and asked to go to the hospital, the healthcare professional felt that the insulin pump should be replaced. Troubleshooting was declined. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.